Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced resistance while filling the cartridge. The customer removed and re-inserted the needle into the cartridge and was able to fill the cartridge. However, insulin was noted to be leaking from the cartridge septum. There was no reported impact to the customer's blood glucose level.